Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured and bent 0.5¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation and the issue will continue to be monitored.

Event description:
This report is to advise of a fracture found in the catheter during analysis.